Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Review of the device image revealed that a power-on reset (por) occurred during hv therapy delivery. The device was tested using automated test equipment and no anomaly was observed. The cause of the por was consistent with being caused by hv delivery into a low impedance load. The cause of the low impedance load could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device was found in back-up vvi mode with no defib therapy available. Review of device image revealed that a power-on-reset occurred during device charging or at therapy delivery. The device was explanted and replaced.